Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were hospitalized due to hyperglycemia as well as diabetic ketoacidosis. The customer blood glucose level was up to 600mg/dl and can't go down. Customer stated they were in the intensive care unit for 6 days. Customer stated they feeling okay but not too well. The device will not be returned for analysis.